Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged failure was not able to be reproduced. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed blood residue on the returned sample. Both lumens of the sample were flushed and pressurized (with positive and negative pressure) with a 12 ml syringe of water. Both lumens were found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed no damage to the catheter or the valves. Striations were observed on the distal end of the catheter, indicating it had been trimmed. The alleged failure could not be reproduced with the returned sample; therefore the complaint of a leak is unconfirmed. A lot history review (lhr) of recn2728 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the catheterization on (B)(6) 2018, when catheter preflushing was performed, it was found that the catheter was leaking. After that, the catheter was replaced with another one for catheterization.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2728 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the catheterization on (B)(6) 2018, when catheter preflushing was performed, it was found that the catheter was leaking. After that, the catheter was replaced with another one for catheterization.